Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in row lead to infection. "We have a lady known to us who has had several syringe drivers during acute hospital admissions, every time she¿s had one the insertion site blisters and develops into an abscess causing scaring. We¿re pretty certain it¿s the needle, we¿ve tried multiple dressings and also added dexamethasone in the driver neither of which has helped."

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information